Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) surgery was performed on (B)(6) 2020, for the patient's subtrochanteric fracture of femur caused by tumor with trochanteric fixation nail advanced (tfna) system. During the surgery, when inserting the blade, the surgeon made a measurement error, so he chose the long blade. Then, the blade was inserted just short of the bone head, the surgeon ended insertion halfway. After distal locking, the surgeon noticed that he didn't lock the locking mechanism, so he locked the locking mechanism without sliding with a flexible driver. The surgeon judged that the sliding was unnecessary because injury was subtrochanteric fracture. Then, the surgeon inserted the end cap, however, the inserting was ended with protruding more than normal height (about 2mm). The surgeon did not check the condition of the locking mechanism by x-ray in the surgery. The surgery was completed within thirty (30) minutes delay. After the surgery, poor locking of the locking mechanism was found. The cause of poor locking might be seemed that insufficient insertion of the blade led to no securing the proper locking position. In consideration of the fragility of the bone (tumor), the patient will be non-weight bearing for a while. The patient is in the hospital. No further information is available. Concomitant devices reported: tfna end cap (part # 04.038.000s, lot # unknown, quantity 1), impaction instrument (part # unknown, lot # unknown, quantity 1), insertion instrument (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown tfna helical blade. This is report 2 of 2 for (B)(4).